Manufacturer narrative:
D9 - date returned to manufacturing- 5/23/2024. Four devices were returned for evaluation. Functional testing did confirm the problem in the inflation system, the sample failed the test, a leak was identified in the broken/torn area of the cuff. During visual inspection no damage was found on the flange, the cuff at the tip of the tube was broken/torn. A CAPA was opened to address the root cause. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed and the oakdale FDA registration number has been used for the manufacture report number. Date of event: unknown. No information has been provided to date. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube was broken. Event occurred during patient use at the hospital. Operator of the device was a health professional. No medical intervention. There was no patient harm/adverse event reported.